Event description:
During a patella stabilization, two knotilus anchors failed. The suture did not seat properly in the first anchor. This anchor was removed by drilling it out. Then, the same hole was used for the second anchor. However, upon tensioning of the suture, the anchor pulled out. It was noticed that one of the teeth had broken off. The whole anchor was removed from the joint. There was a delay of less than 5 min.